Event description:
There were three endeavor sprint stents implanted during the index procedure in the rca. It is reported that approximately 1 day post index procedure the patient suffered a spontaneous gastrointestinal (gi) bleed. Investigator has indicated that event was not related to study stent or procedures. There was a fourth endeavor sprint rx implanted in the lad during a staged procedure approximately 4 weeks from the index procedure. 41 months post implantation of the staged procedure, the patient suffered from another gi bleed event. It was assessed that the gi bleed event was not related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (gi bleed). (B)(4).